Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a generator change out procedure. The atrial lead exhibited high capture thresholds and failure to sense. The atrial lead was explanted and replaced during the procedure on (B)(6) 2020. Patient was stable.